Event description:
It is reported that a customer cannot get the meter to rewind in order to change their reservoir on their insulin pump. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer stated that they took 20 units of insulin to treat the high blood glucose. The customer declined trouble shooting the issue stating that they everything is ok now. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.